Manufacturer narrative:
Product code (d2b) - qon concomitant therapy/product (c2/d10) - UDI (B)(4). Premarket / 510(k) # (g4) - p190006.

Event description:
It was reported that the patient implanted with this neurostimulator system underwent a surgical procedure during which their system was explanted and replaced for unspecified reasons. Despite improved urinary retention symptoms following the procedure, it was noted that the patient experienced an extended hospitalization due to chronic illnesses of unspecified nature. The physician assessed the position of the ins and confirmed migration, causing the patient to lose therapeutic benefit. No further information or patient complications were reported.

Event description:
It was reported that the patient implanted with this neurostimulator system underwent a surgical procedure during which their system was explanted and replaced for unspecified reasons. Despite improved urinary retention symptoms following the procedure, it was noted that the patient experienced an extended hospitalization due to urinary retention. The physician assessed the position of the ins and confirmed migration, causing the patient to lose therapeutic benefit. No further information or patient complications were reported.

Manufacturer narrative:
Product code (d2b) - qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - p190006 there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Product code (d2b) - qon. Concomitant therapy/product (c2/d10) - UDI (B)(4). Premarket / 510(k) # (g4) - p190006.

Event description:
It was reported that the patient implanted with this neurostimulator system underwent a surgical procedure during which their system was explanted and replaced for unspecified reasons. Despite improved urinary retention symptoms following the procedure, it was noted that the patient experienced an extended hospitalization due to chronic illnesses of unspecified nature. No further information or patient complications were reported.

Manufacturer narrative:
Product code (d2b) - qon UDI for concomitant product, tined lead: (B)(4) premarket / 510(k) # (g4) - p190006. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this neurostimulator system underwent a surgical procedure during which their system was explanted and replaced for unspecified reasons. Despite improved urinary retention symptoms following the procedure, it was noted that the patient experienced an extended hospitalization due to chronic illnesses of unspecified nature. The physician assessed the position of the ins and confirmed migration, causing the patient to lose therapeutic benefit. No further information or patient complications were reported.